Event description:
A patient reported experiencing inaccurate erratic results with an otp meter. The patient's blood glucose results were 327, 176, 80 mg/dl. Tests were done within 10 minutes with a difference of 75%. Patient did not experience any adverse events. No further information has been reported.